Event description:
It was reported that a ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the graphic user interface ii pcb (printed circuit board), the breath delivery unit cpu board, and the graphic user interface cable were replaced. The device was then returned to service.